Manufacturer narrative:
A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to stroke. Per the vad coordinator, the device operated as intended. The device will not be returned for evaluation. CT scan showed that the stroke type was m1 occlusion with hemispheric stroke and cerebellar infarcts. Patient developed it after implant on (B)(6) 2020. Radiologist report revealed diffuse left middle cerebral artery territory edema in the left cerebral hemisphere was mildly increased. Left cerebellar hemisphere ischemic change and edema was unchanged. The right cerebellar hemisphere low-attenuation now appeared more convincing for ischemic change and edema, though was overall unchanged. There was mildly increased mild rightward shift of the septum pellucidum measuring 0.4 cm. Mildly increased effacement of the left lateral ventricle. Unchanged mild left-sided uncal shift. Unchanged mild effacement of the left aspect of the fourth ventricle. No evidence of hemorrhagic transformation. Relatively high density serpiginous focus in the left frontal lobe was unchanged, again likely pseudosubarachnoid hemorrhage. No extracerebral fluid collections. Right-sided cerebral hemispheric white matter and basal ganglia low densities were unchanged. Minimal scattered paranasal sinus disease. Partially imaged nasogastric and intubation tubes. The mastoids and middle ear cavities were clear.